Manufacturer narrative:
(B)(4). Customer complained about the unit having a crack on the battery tube area, the unit is not accepting batteries, the unit receiving replace battery notifications and the unit having belt clip was damaged on event date of (B)(6) 2021. Inserted a battery and the unit powered on properly. Unit passed displacement test, sleep current measurement and active current measurement and selftest. The history download was successful using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification. No battery alarms/alerts/anomalies or replace battery notifications noted on 19-aug-2021 or 7 days before the event date. Tested with a test p-cap and the test p-cap locked in place properly. No belt clip received with unit. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, scratched/peeling/fading end cap address label, cracked case at belt clip rail corner, cracked reservoir tube lip, cracked battery tube threads and scratched case. Device received with corrosion on force sensor assembly, moisture damage on motor assembly, moisture damage on lcd assembly and moisture damage on electronic board stack. Device was confirmed for cracked case at belt clip rail corner which is on the battery area and moisture damage on electronics. Unit was not confirmed for battery anomalies or replace battery notifications during testing. Could not confirm for a broken belt clip since it was not received with unit. Unit passed required testing.

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment and its not accepting batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.